Event description:
The e-mail received for the (B)(4) study indicated that approximately thirteen months post index procedure, the patient experienced fatigue and a revascularization was performed. Post procedure, the patient developed an access site pseudoaneurysm. The patient is a (B)(6) female who was enrolled in the (B)(4) study for coronary stenting. The reason for intervention was unstable angina and a positive functional test for ischemia. The index procedure took place on (B)(6) 2010. The target lesion location was the proximal left anterior descending artery (lad) (B)(4). The reference vessel diameter was 3.0mm, length 20mm, classification a, de novo. The rate of stenosis was 80%. The lesion was pre-dilated with a firestar balloon. The patient had chest pain and ECG changes after pre-dilation with a firestar balloon which resolved after deflation of the balloon. A cypher (cxs28300/ lot 15079445) stent was deployed at 12 atmospheres (atms). After stent deployment nitroglycerin spray and 200mcg of ntg ic was given for distal spasm, after the stent, but none in the stent. As per standard procedure the stent was post-dilated and the procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately thirteen months post index procedure, the patient complained of being fatigued. Two months later, angiography was performed and showed the left anterior descending with a 95% proximal lesion before the previously placed cypher drug-eluting stent. In the mid vessel, after the cypher stent, there was a tubular 80% lesion just after the takeoff of a large first diagonal branch, without significant narrowing otherwise. This again was after the previously placed stent. It was noted that the lesions were within 5mm of the cypher stent.

Manufacturer narrative:
At this point, through a jl-4 guide catheter, a 0.014 wire was advanced across the lesion. Then, angioplasty was performed with a 2.5 x 8 mm apex balloon in the ostial lad inflated to 10m atmospheres for 60 seconds. This balloon was then withdrawn and a 3.0 x 12 nun taxus drug-eluting stent was advanced and deployed in the ostial segment of the vessel. It was then post dilated with a 3.0 x 6 nc quantum balloon. The physician then turned his attention to the mid vessel, where he initially attempted to place a 2.75 x 20 mm taxus stent, but the device could not pass into the lesion, therefore, he reinserted the 2.5 x 8 mm apex balloon and deployed a series of 3 times to a peak of 12 atmospheres for approximately 1.10 quarter minutes. The balloon catheter was then removed. The taxus stent was then successfully advanced and deployed to 10 atmospheres for 32 seconds. The final angiographic result was excellent. No residual stenosis was seen. It was noted that there was some spasm in the distal lad, approximately 3 to 12mm distal to the previously placed cypher stent, in which nitro was given. There was timi-3 flow throughout the treated area the patient was asymptomatic with no significant ECG changes. Concomitant devices: firestar rx dilation catheter 2.5 x 20mm balloon, jl-4 guide catheter, 3.0 x 12 nun taxus drug-eluting stent, 3.0 x 6 nc quantum balloon, 2.75 x 20 mm taxus stent, 2.5 x 8 mm apex balloon. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(6) study indicated that approximately thirteen months post index procedure the patient experienced fatigue and a revascularization was performed. Post procedure the patient developed an access site pseudoaneurysm (sheath unknown). The patient also experienced vasospasm after the stent was implanted. The patient's medical history is significant for hypertension, hyperlipidemia, family history coronary artery disease, diabetes, history of allergy (penicillin, vasotec, indocu, statins) and history of mitral valve prolapse. The indication for the procedure was unstable angina and a positive functional test for ischemia. The target lesion was the proximal left anterior descending artery (lad). The lesion was described as de novo and 80% stenosed. The lesion was pre-dilated with a firestar balloon. The patient had chest pain and ECG changes after pre-dilation with a firestar balloon which resolved after deflation of the balloon. A cypher ((B)(4)/ lot 15079445) stent was deployed at 12 atmospheres (atms). After stent deployment nitroglycerin spray and 200mcg of ntg ic was given for distal spasm, after the stent, but none in the stent. As per standard procedure the stent was post-dilated and the procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel as prescribed. Approximately thirteen months post index procedure the patient complained of being fatigued. Two months later, angiography was performed and showed the left anterior descending with a 95% proximal lesion before the previously placed cypher drug-eluting stent. In the mid vessel, after the cypher stent, there was a tubular 80% lesion just after the takeoff of a large first diagonal branch, without significant narrowing otherwise. This again was after the previously placed stent. It was noted that the lesions were within 5mm of the cypher stent. Balloon angioplasty was performed with a 2.5 x 8 mm apex balloon in the ostial lad inflated to 10m atmospheres for 60 seconds. This balloon was then withdrawn and a 3.0 x 12 taxus drug-eluting stent was advanced and deployed in the ostial segment of the vessel. It was then post dilated with a 3.0 x 6 nc quantum balloon. The physician then turned his attention to the mid vessel, where he initially attempted to place a 2.75 x 20 mm taxus stent, but the device could not pass into the lesion, therefore, he reinserted the 2.5 x 8 mm apex balloon and deployed a series of 3 times to a peak of 12 atmospheres for approximately 1.10 quarter minutes. The balloon catheter was then removed. The taxus stent was then successfully advanced and deployed to 10 atmospheres for 32 seconds. The final angiographic result was excellent. No residual stenosis was seen. It was noted that there was some spasm in the distal lad, approximately 3 to 12mm distal to the previously placed cypher stent, in which nitro was given. There was timi-3 flow throughout the treated area the patient was asymptomatic with no significant ECG changes. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery spasm and restenosis are known potential adverse events associated with implanting coronary artery stents and the progression of cardiovascular disease. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall, often as a reaction occurring after stent placement. Review of the information provided suggests that the reported events are related to the inherent risk of the procedure and the patient's medical history. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.